Manufacturer narrative:
One cardiomems hospital system (hs) was received for evaluation. The antenna and power cord was also received. Visual inspection verified the hs touchscreen display, input ports, and chassis were free of physical damage. The reported event date was confirmed as a frayed wire was observed on the antenna. Incidental findings discovered the gasket was missing from the telemetry port and the antenna serial number label was missing on the antenna. Due to the condition of the returned antenna, a standard antenna was used during further testing. The hs was connected to a test station and a diagnostic test was successfully performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Frayed wires were observed on the telemetry cable of the cardiomems hospital system. The unit was replaced and there were no adverse consequences reported.